Manufacturer narrative:
3331: device history record review found associated source lots were manufactured within established parameters and limits. Claim# (B)(4).

Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry with residue/debris within a microcentrifuge tube. Visual inspection found fibre on a haptic bent lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. The lens was later exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.